Event description:
Related to MFR report # 2183959-2012-00710. Related to MFR report # 2183959-2012-00707. It was reported that a sparc sling was implanted to treat the plaintiff¿s continued urinary incontinence. Date of the implant procedure was not reported. The plaintiff¿s attorney alleges that, as a result of having the mesh implanted, the plaintiff has experienced mental and physical pain and suffering, has had recurring and increased incontinence, abdominal and lower back pain, has required corrective surgical procedures and has sustained permanent injury. It was also alleged that the plaintiff has, or in the future will be caused to, suffer personal injuries, pain, emotional distress, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.